Event description:
It was reported that during an infusion set change, the patient pulled back the spring and unintentionally extracted the internal components of the inset, attributed to not holding the previous set by the ridges; the agent guided the patient to change the site only, attach the set, verify drops, reconnect tubing, and fill the cannula, and replacement insets were arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included completion of troubleshooting and education with restoration of normal use and shipment of replacement supplies. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed incorrect supply change steps leading to damage of the inset component, with the event linked to use error during handling of the infusion set. It was concluded, based on established findings for similar reports, that user technique during set change was the most probable cause.